Event description:
The facility reported the set was primed with d5 1/4 and attached to the female hub of the pt's central line. The nurse immediately noted blood leaking at the connection site. She found that the tubing separated from the IV tubing male adapter. The male adapter was still connected to the pt's central line. No pt or user injury. No mucous membrane contact. This occurred in the ICU on an open heart pt.